Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was attempted to be implanted within a malignant bile duct stricture on (B)(6), 2011 during a stent placement procedure. According to the complainant, the patient's anatomy was not dilated prior to the stent placement. During the procedure, the physician attempted to deploy the stent; however, difficulties were encountered and the stent would not deploy. The stent was removed from the patient fully constrained on the delivery catheter. Reportedly, after removal, it was noted that the tip of the device appeared severely bent under fluroscopy. No issues were noted with the stent portion of the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted onto the delivery system. It was noted that solidified blood was present within the distal end of the outer sheath. The inner shaft was stretched and kinked and partially exiting the guidewire access port. During a functional analysis, when the distal handle was retracted, the inner shaft exited further through the guidewire access port and the outer sheath could not be retracted. The shaft was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. The inner shaft was kinked and twisted proximal to the yellow inner jacket from where it had exited through the guidewire access port. No issues were noted with the deployed stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context. Based on the investigation results, which indicate that there was no damage to the tip of the device, this is no longer considered a reportable event.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was attempted to be implanted within a malignant bile duct stricture on (B)(6), 2011 during a stent placement procedure. According to the complainant, the patient's anatomy was not dilated prior to the stent placement. During the procedure, the physician attempted to deploy the stent; however, difficulties were encountered and the stent would not deploy. The stent was removed from the patient fully constrained on the delivery catheter. Reportedly, after removal, it was noted that the tip of the device appeared severely bent under fluoroscopy. No issues were noted with the stent portion of the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.